Event description:
The customer reported that the system displayed "system errors". Further information was received indicating that the issue intermittently prevented fluoroscopic exposures and resulted in intermittent functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The rtos cpu assembly was evaluated and replaced. The system was tested and found to be working as intended and returned to service.